Manufacturer narrative:
Compromised force sensor system alarm during prime/delivery test at 4 pounds due to moisture damage back pressure sensor (gold). Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 117 mg/dl. The customer also reported that the drive support cap previously appeared to be flush, but it was recessed on the day of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.